Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: device history lot : part number: 391.201, synthes lot number: p306380, supplier lot number: n/a, release to warehouse date: 11mar2005, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. The device was returned to the supplier for investigation. Visual and functional inspection: initial quality assurance inspection observed a cable to be stuck with in the tensioner. The technician was able to remove the cable successfully without the need for destructive testing. Once the cable was removed, the tensioner passed functional testing with tension reading falling with in the nominal range. Dimensional inspection: as the device was functioning intended, the dimensional inspection was not performed conclusion: the reported condition of broken is not confirmed. For stuck cable with in the tensioner, the exact cause is unknown. The probable root cause would be the chuck jaws were not fully opened prior to removing the cable. If these chuck jaws are not fully opened before removing the cable, the cable can hung up the jaws. The cable can then become frayed and subsequently bound up with in the tensioner body and is the unable to be removed. A manufacturing root cause could not be established with the information obtained. Further root cause analysis will not be performed at this time. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cable tensioner broke in the sterile processing department (spd). There was no patient involvement. This report is for one (1) cable tensioner. This is report 1 of 1 for (B)(4)..